Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set) while on a home choice (hc) during dwell 2 of 3. The baxter technical representative (tsr) explained the alarm. The home patient (hp) had left the clamp open on an unused line. The tsr explained the therapy was over and new supplies were needed. The tsr had the hp cycle power to get se 2367 and again to get back to 'start'. The hp will notify nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause the system error 2240 alarms . A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.